Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A 12mm x 3.00mm nc quantum apex mr balloon catheter was advanced to the target lesion for predilation. During the first inflation of the 12mm x 3.00mm nc quantum apex mr balloon catheter to 18atms a balloon rupture occurred. The 12mm x 3.00mm nc quantum apex mr balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer:the returned device catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified blood in the balloon and inflation lumen. Examination of the returned device revealed when positive pressure was applied with an inflation device filled with water, water emitted from a longitudinal tear on the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A 12mm x 3.00mm nc quantum apex mr balloon catheter was advanced to the target lesion for predilation. During the first inflation of the 12mm x 3.00mm nc quantum apex mr balloon catheter to 18atms a balloon rupture occurred. The 12mm x 3.00mm nc quantum apex mr balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.